Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "failed the gravimetric high flow test (800 mls)," which was reproduced and confirmed during evaluation. Evaluation found the device delivered greater than -5% during the 40, 100, 800, and 999 ml/hr tests. Test results: rate = 40 ml/ hr, vtbi = 10 ml, delivery = 9.364ml (-6.36%); rate = 100 ml/hr, vtbi = 25 ml, delivery = 23.710ml (-5.16%); rate = 400 ml/hr, vtbi = 100 ml, delivery = 95.042ml (-4.958%); rate = 800 ml/hr, vtbi = 200 ml, delivery = 188.857ml (-5.5715%); rate = 999 ml/hr, vtbi = 250 ml, delivery = 237.139ml (-5.1444%). The valve pressure plates were found out of specification, causing the condition. The door hardware was reworked and the device recalibrated to ensure optimal flow accuracy.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the gravimetric high flow test (800 mls) during preventive maintenance testing. It was also reported there was no patient involvement.